Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 40 mg/dl and the current blood glucose was 74 mg/dl. The customer also stated that, the insulin pump had insulin flow blocken alarm and was resolved by complete set change. The customer was using auto mode function at the time of the event. The insulin pump will not be returned for analysis.